Event description:
Pain in back and right leg. Plates and screws were experimental. They also put in 3 pieces of bone when they tightened the screw. They shattered the middle piece of bone which went into spine when they removed the fragments on bone. They cut nerves to right leg, which causes pain all the time. The plates feel like rptr is being pulled apart all the time. The dr doesn't know what to do so pt is on 15,000 mg morphine sulfate per month. Rptr lost his family because of pain and stress. Doctors do not understand the pain they caused. The pain is worse with the screws than without them.